Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was tested during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the snare would not cauterize; therefore, the procedure was completed with another sensation standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event: current failure. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.